Event description:
It was reported during a laparoscopic hernia repair the ems stapler fired properly approximately 11 times. Then the stapler jammed and would not fire any more staples. Another ems was opened and the case completed without delay. The product was discarded because the patient had hepatitis. There was no consequence to the patient.